Manufacturer narrative:
Full patient identifier is (B)(6). A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse replaced pump belts and cleaned pump pistons and seals for pipettor 1. Fse also replaced and realigned wash arm assembly. Fse also replaced o-rings, pistons and valve sensors on pipettor 2. Fse also replaced sample pipettor tubing. Fse performed verification testing including precision and correlation tests along with system check and pumps diagnostics, all returning results within specifications. In conclusion, although a specific hardware component cannot be identified as the sole cause of this event, the cause of the erroneous non-reproducible elevated access vitamin b12 results is a hardware malfunction.

Event description:
On (B)(6) 2020 the customer reported erroneous elevated vitamin b12 (access vitamin b12 cobalamin) results were generated on the customer's unicel dxi access 800 immunoassay system (dxi) (part number a71456 and serial number (B)(4)). The results were reported outside of the laboratory; however, the customer did not report any changes to patient treatment or management in conjunction with the erroneous elevated vitamin b12 results. There were a total of five patient samples which were reported to be erroneously high; however, the customer provided information for only one of the five samples. The customer initially ran the sample on dxi serial number (B)(4) twice and obtained results of >1500 pg/ml for both replicates. The customer then ran the sample on alternate dxi instruments and obtained lower results. See table in following section for details. System performance indicators such as quality control and calibration were passing within specifications at the time of the event. The customer did not report any hardware errors or issues. A beckman coulter field service engineer (fse) was dispatched to the customer site; fse performed carryover and system check on (B)(6) 2020 and obtained passing results. Fse also performed high sensitivity (hs) system check which passed. Fse noted inconsistent results generated for one reagent pipettor; fse also noted replacement of pump belts, and pump pistons and seals were cleaned. Fse noted aspirate demonstrated friction on movement; fse replaced and realigned wash arm assembly. Fse then performed system check and hs system check and obtained results within specifications. Per customer, samples had no apparent quality issues. Additional information such as sample type, sample collection information, centrifugation, storage and handling were not provided.